Manufacturer narrative:
Investigation: the complaint of the poor color doppler image problem when using the z6ms transducer was investigated. The defective transducer was returned, and investigation was performed. The cause of the image quality issue was determined to be manufacturing issue with the cable assembly. The manufacturing process was updated per a CAPA in may 2017. This defective transducer was manufactured prior to the corrective action.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table for a cardiac transesophageal echocardiography (tee) procedure. When the doctor was checking the images, there was a poor color doppler image problem noted. Reportedly, the transducer was unable to identify the blood flow under the color mode and only color noise was detected. The system was rebooted; however, the same issue occurred. The doctor finally changed the ultrasound system and replaced the transducer to repeat and complete the tee. The procedure needed to be repeated because of the poor function of the color mode. There was a delay of a few hours while the system was prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.